Event description:
The customer reported that the footswitch would stick after being engaged. Sometimes this would occur during a pt procedure. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The foot switch was replaced. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.